Manufacturer narrative:
Center reported heterotopic bone had grown around the talar portion of implant both medially and laterally. Review of manufacturing records showed to anomalies. Eval of implant showed slight protrusion of radiographic wire from poly. Some wear visible. The cause of the heterotopic bone growth is unk.

Event description:
Pt had a star ankle poly implant removed.